Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 4 years) leading to an inadvertent failure of the components of the circuit board responsible for brightness, which resulted in the failure of the function of the device to operate correctly.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: there is minor wear and tear to the housing. There is a faulty scope socket. The illumination of the microswitch that activates the intensity isn't working. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during preparation for use, a visera 4k uhd xenon light source was found to have a microswitch that activates the high intensity not working. There was no patient contact/impact related to this occurrence.